Event description:
The customer reported the device failed preventive maintenance. Fails pressure cal. There was no patient involvement.

Manufacturer narrative:
Updated h7 & h9 fields. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower & upper pressure sensor due to failed calibration cal. Replaced bezel assembly, front door and right/ left iui's. Replaced rear case recall completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/02/2008 to present date 01/07/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# pa-2014-0026 lvp pressure sensor. CAPA# ca-2015-0195 lvp bezel upper/ lower hinge posts. CAPA# ca-2018-0161 iui conn issues.

Manufacturer narrative:
Investigation has been completed. A follow-up will be submitted once additional information is available.

Event description:
The customer reported the device failed preventive maintenance. Fails pressure cal. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed preventive maintenance. Fails pressure cal. There was no patient involvement.